Event description:
It was reported that the user experienced a very low blood glucose level under 30 mg/dl while using the ilet, resulting in an emergency department visit where intravenous dextrose was administered; no device alerts or alarms were reported, and the device problem and component were not specified. Symptoms included hypoglycemia and a seizure. Outcomes included a serious injury and an unexpected medical intervention with medication. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings and insufficient information regarding any device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.